Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted lead returned with helix partly retracted, tissue visible inside helix. Removed tissue with alcohol, helix extends (but is stretched and bent) and retracts within specification. Damaged at implant attempt.

Event description:
It was reported that during a right atrial (ra) lead implant attempt the helix would not retract all the way. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.